Event description:
It was reported that, increased capture thresholds resulting in loss of capture was noted on the right atrial (ra) lead. Ra lead fracture was suspected but this was not confirmed. No intervention has been performed. The patient was stable.